Event description:
Pt called alleging low readings on the lfs meter. Pt did not realize meter was set to the wrong unit of measurement. Pt claims that for the past month and a half they had been getting low readings. Pt had a scheduled md's appointment, since they have had nausea for the past three days. They went to their md and tested on the md's meter and obtained a 250mg/dl. They then tested on their lfs meter and obtained a 12.5mmol/l (equivalent to 225 mg/dl). Pt assumed meter read 125mg/dl. Md advised pt to go to the hosp and did not treat pt. Pt mentioned they only went to the hosp the following day and blood glucose at the hosp was 500mg/dl. Pt did not test their blood glucose prior to going to the hosp. Pt was treated with insulin and the diagnosis was high blood glucose and dehydration. Customer service found out that the pt had meter set to the wrong unit of measurement. Test strips were in good condition and not expired. Control solution passed. Pt takes insulin on a sliding scale and claims that when the meter was in the wrong unit of measurement, they took the insulin based on the meter reading. This case is being reported as an adverse event, since pt suffered a serious injury (250mg/dl with symptoms) pursuant to basing treatment on the misinterpreted meter results.